Event description:
Pt being treated in emergency dept in 2000. During insertion of a cordis introducer, the white catheter at the proximal end closest to the hub began disintegrating and broke away from the hub. The ER physician was able to remove the most distal portion of the white catheter (which was partially inserted within the pt) intact and stated no harm was done to the pt but there was the potential for harm.